Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient fell and thinks they pulled their wire out. Patient was advised to call their doctor. No patient symptoms and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated the issues were resolved as they were associated with a testing unit. The leads were removed, and the patient was scheduled for implant on (B)(6) 2017. There were no further complications reported as a result of this event.